Manufacturer narrative:
A visual examination of the device revealed that the feeding port, medicine port and the c-clamp were closed. The external bolster was located at the 5.5 cm mark and was without issue. The internal bolster was found to be separated from the device and was not returned. Remnants of the bolster remained on the circumference of the tubing end. It appears that the internal bolster had been securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. The condition of the returned device was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during the removal of feeding tube from the patient. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, the device had been in place for three months, when removing the placed device the physician did not feel any resistance. The internal bolster detached, after removal, outside the patient. In the physician's assessment, the detachment of internal bolster was due to the degradation of the device after it has been implanted. The new securi-t percutaneous replacement gastrostomy tube was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: the internal bolster was separated from the device. Based upon confirming the complainant device was returned additional information was received stating the original event description was not reported correctly and a new event description was provided with the details captured above.